Event description:
During preparation for cardiopulmonary bypass, the user observed that the level detector was functioning, but displayed a disconnect message on the control interface of the heart lung console. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Actual device involved in incident was evaluated. Electrical test performed. Performance tests performed.component/subassembly failure (none). Device operated according to specifications. Use error caused event. Note returned level module found to be functioning as designed.. It passed testing, and ran without generating errors during extensive lab testing. Alert only mode typically is used at this facility. Log files showed that the level system had switched to alarm/alert mode without an alarm sensor connected. Since, in the alarm/alert mode, the system was expecting input from an alarm sensor, the system responded by displaying a 'disconnect' message.

Event description:
During preparation for cardiopulmonary bypass, the user observed the level detector was functioning, but displayed a disconnect message on the control interface of the heart lung console. There were no adverse consequences to the patient as a result of this event.